Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, there was a lot of dried blood noted in the stent system. The stent stabilizer was kinked at the proximal end. The stent delivery catheter was seen to be kinked in numerous locations. The stent was not returned. During functional inspection, the taper tip was cut off to remove the stabilizer from the outer body. The stent system was flushed, and the delivery system was advanced through the a distal access catheter device with no difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information stated the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. It was reported that it was too hard to pull the guide catheter, and the stent could not be deployed. When retrieving the system, the stent got deployed inside of the guide catheter, but it could be retracted. The device was returned and it was confirmed that the stent had been prematurely deployed. The stent stabilizer was kinked and the delivery catheter was flattened in a number of locations, this damage is indicative of the reported events. It is probable that the delivery system sustained damage during advancement through the patients anatomy causing the difficulty to deploy the stent. An assignable cause of procedural factors will be assigned to the reported events of stent delivery catheter friction, stent failed/unable to deploy and stent deployed prematurely during use and to the analyzed events of stent deployed prematurely during use, stent stabilizer kinked/bent and stent delivery catheter flat/crushed, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported during the procedure the physician encountered resistance advancing the stent (subject device) within the delivery catheter and could not be deployed at the target location. Upon retraction the stent deployed prematurely within the delivery catheter and the stent (subject device) was successfully retracted from the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported during the procedure the physician encountered resistance advancing the stent (subject device) within the delivery catheter and could not be deployed at the target location. Upon retraction the stent deployed prematurely within the delivery catheter and the stent (subject device) was successfully retracted from the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.